Event description:
It was reported that when the supra core guide wire was removed from the packaging, it was noticed that the coils of the guide wire were slightly stretched out. There was no resistance noted during removal from the packaging. There was no patient involvement and no clinically significant delay in the procedure. A new supra core guide wire was used successfully. Returned device analysis found that the ribbon coils were detached at the distal end of the proximal solder. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the guide wire was returned for evaluation and the reported unraveled ribbon coil was confirmed. The ribbon coils were detached at the distal end of the proximal solder. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.